Event description:
The complainant alleged that the pump used in the system leaked excessively after a short period of usage. Labeling for the device states device is for general lab use. The device is not regulated by FDA and is not subject to FDA regulation.